Event description:
Information received a smiths medical fluid warming/level 1 trauma fast flow disposables malfunctioned. Reported during the pre-use check, the customer noticed the direction of the drip chamber was opposite. No patient injury.